Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced fluctuating high and low readings. The customer stated that his blood glucose was 324 mg/dl last night. The customer treated with a bolus from the pump. Customer's current blood glucose was 42 mg/dl and he ate to treat. Customer's blood glucose went up to 70 mg/dl. The product was not returned for analysis.